Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was too tight. The irritation was described as blistered skin. The patient reported the skin was open at one point. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient to use a eucerin medicated cream and an antibiotic ointment. Field services also remeasured the patient in a larger size and also adjusted the garment away from the irritation. Follow up indicated the irritation improved. Supplemental report 9/22/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was too tight. The irritation was described as blistered skin. The patient reported the skin was open at one point. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient to use a eucerin medicated cream and an antibiotic ointment. Field services also remeasured the patient in a larger size and also adjusted the garment away from the irritation. Follow up indicated the irritation improved.